Manufacturer narrative:
Results of device investigation will be provided in follow-up report.

Event description:
It was reported to cardiac science that the AED was used in a rescue attempt. The device gave a "service requested" message during analysis.